Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hairline fractures that make it hard to read. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump screen had rainbow or polarized effect, rejected battery and no delivery alarm. The customer also reported that insulin pump experienced noises and it was not there before priming. The insulin pump will not be returned for analysis.